Event description:
A customer reported to baxter corporate product surveillance a y-type catheter extension set in which the tubing is separating at the y-junction. According to the report, the tubing separated during infusion of an unknown medication on a patient. It is unknown how long into therapy the alleged defect occurred. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.